Manufacturer narrative:
The customer indicated that she was wearing personal protective equipment (ppe) when performing the backflush procedure. Instead of wearing appropriate facial protection, the customer wore her own glasses. As per the advia 120 / 2120 / 2120i hematology systems operator's guide, "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The cause of the event is user error.

Event description:
Hypochlorite was splashed onto a customer's face while performing a backflush procedure on the advia 2120i hematology system with dual aspirate autosampler. The customer washed her face with water and went to the emergency room, where a physician prescribed her an antibiotic solution for her eyes. There are no known reports of adverse health consequences due to the hypochlorite that was splashed onto the customer's face.